Manufacturer narrative:
(B)(4). The sample was returned for evaluation and sent to the manufacturing site for investigation. The manufacturer reports that the DHR (spot welding set up, force testing results, 100% assembly functional testing) associated with product code 004551003 manufactured/packed in oct 2018, jan 2019, feb 2019 and march 2019 were reviewed, and no discrepancy related to welding joint failure was reported in those months. During the investigation, it was observed that blade welding joint was broken although the metal was diffused properly at welded joints. Since the blade was found dismantled during intubation, it was determined to be a manufacturing issue. The manufacturer also reports that the product is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. A non-conformance has been opened to address this issue.

Event description:
The customer reported a piece of the device had fallen off the tip and into a patient's mouth. Additional information requested on patient's condition. No additional information was received at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported a piece of the device had fallen off the tip and into a patient's mouth. Additional information requested on patient's condition. No additional information was received at the time of this report.